Event description:
The patient reportedly experienced intermittency and loss of lock between the internal device and the external equipment. External equipment was exchanged. Device testing confirmed the loss of lock. Surgery to explant the patient's device will be scheduled.